Manufacturer narrative:
Investigation results completed on a smiths medical medfusion 3500 pump. Physical condition of device revealed left plunger pieces broken off. The case was cracked down from the tubing guides. The event log revealed check clutch plunger lever error in history. When testing was done it was duplicated flow occlusion. This was isolated to left plunger case broken. Preventative actions was taken to replace clutch, left and right leadscrew and spring. The parts was revealed as over six years old. Device passed all testing. Believed the cause was related to customer care of device.

Event description:
Information received a smiths medical product medfusion 3500 pump broken handle and falling apart. Failing plunger position sensor test. This occurred during annual inspection and no patient involvement.